Manufacturer narrative:
Ts noted that the customer may have added the hpv test orders after the laboratory information system (lis) already had test orders for that sample, resulting in a duplicate test order. Hologic technical support (ts) reviewed available logs for hpv worklist 002503-002531-20250221-11 and noted that the sample was low target. Ts discussed the performance of the aptima hpv assay with the customer based on the information in the assay precision¿ section in the aptima hpv package insert. Hologic has not learned of any adverse patient outcomes due to this event.

Event description:
On february 25, 2025, a customer reported to hologic that they received discrepant results using aptima hpv (human papillomavirus) assay master lot 906554 on the panther instrument. Sample ID # (B)(6) was tested in duplicate on hpv worklist 002503-002531-20250221-11, resulting in one negative result and one positive result. The customer retested the sample with an unknown method/test and the retest resulted positive. The customer reviewed the patient's medical history and other clinical data (cytology) and decided on reporting the hpv positive result to the caregiver/patient. No patient treatment information was provided by the customer. Hologic has not learned of any adverse patient outcomes due to this event.